Event description:
They were using the inspiratory limb of heated wire circuit on an mr730 heater and it reportedly caught fire. Respiratory therapist put it out and received 1st degree burn on one finger. The infant isolette was scorched, but there was no report of patient injury.

Manufacturer narrative:
Unfortunately, the sample was not received for evaluation; therefore, we are unable to confirm the reported issue. However, samples of the process were reviewed and no issues were observed related with the issue reported. Our manufacturing process was reviewed, and no problems were found related with the issue reported. However, the label indicates that objects such as heavy tape, towels, or bed linens may over insulate the circuits, impede normal heat convection, and cause damage to the tubing. A review of the device history records for the possible lot numbers were reviewed and the product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed.